Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as the fiber was received in two pieces. Visual analysis identified a fiber body break. The fiber tip was in good condition. Burn marks on the connector face were observed. The following message was displayed: treatment used 0. Treatments left 10. It is likely that procedural handling of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up or use, and when the fiber was fired, it caused the fiber to break. This interaction may have overheated the fiber connector causing the burn marks on the connector face. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, immediately after connecting the fiber to the laser main unit and starting the procedure, the laser main unit made an abnormal noise, and when the procedure was temporarily stopped, the fiber was found to be damaged. The fiber was separated, and fell outside the patient body, therefore it was replaced with a different lot of the same product. The noise of the main unit stopped, and the procedure was resumed and completed with the second fiber without patient complications.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that during a procedure, immediately after connecting the fiber to the laser main unit and starting the procedure, the laser main unit made an abnormal noise, and when the procedure was temporarily stopped, the fiber was found to be damaged. The fiber was separated, and fell outside the patient body, therefore it was replaced with a different lot of the same product. The noise of the main unit stopped, and the procedure was resumed and completed with the second fiber without patient complications.